Event description:
Offset reamer handle was not sliding into the end effector. Upon further inspection, a screw was loose and fell out of the instrument onto the ground. Replacement needed. Case type / application: (B)(4).